Event description:
It was reported that the 3.2 guide pin sleeve was extremely difficult to remove from the lag screw drill sleeve during surgery to place an intertan im short nail in the right hip of a patient. The surgeon had to use other tools to remove it prior to drilling with the lag screw drill.

Manufacturer narrative:
The devices, used treatment, were returned for evaluation. Part numbers 71674523 and 71674532: a visual inspection of the returned devices confirms significant signs of wear and usage. There are some scratches, burrs and gouges on both devices. These devices were manufactured in 2014. A functional evaluation was conducted with the device 71674523 which is the drill sleeve. The functional confirmed that the pin sleeve was not able to target correctly. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.